Event description:
It was reported that insulin did not exit at the end of the tubing when the insulin pump is hold at a certain angle. It was stated that the customer had delivery issues. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during prime test and basic occlusion test as a result of a cracked end cap. No bolus anomaly noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.